Manufacturer narrative:
The device was unable to be interrogated after eos was activated. The device was explanted on (B)(6) 2019. Upon receipt, the device could be interrogated. Interrogation revealed the eos battery status, detected on (B)(6) 2018. The device was implanted for 38 months and 33 charging cycles were recorded in the devices memory. The current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. The ICD was subjected to an electrical analysis. First, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified. However, the shock therapy functionality was not available. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. In a next step, the electronic module was attached to an external power supply to check the functionality of the electronic module. There was no indication of a malfunction. All therapy functions were available and worked as expected. The overall current consumption of the module was directly measured and proved to be normal. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. At a next step, the battery was opened for destructive analysis and the inner assembly was inspected. The analysis identified a short circuit, which led to an increased internal self-depletion and, as a result, to the clinical observation. In conclusion, a premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The electronic module worked as expected with an external power supply. The premature battery depletion was caused by a short circuit within the battery.

Event description:
This device was implanted in (B)(6) 2015. Eos was reported in (B)(6) 2018. No implant, event or explant dates were provided.